Manufacturer narrative:
Insulin pump received with intermittent buttons due to moisture damage at keypad traces. No button error alarms were noted. Insulin pump received with cracked case at display window corners. Insulin pump received with minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error alarm and could not recall any significant event leading to the alarm. The blood glucose reading was 164 mg/dl. Nothing further was reported.